Event description:
Upon the initiation of cardiopulmonary bypass, the md could not achieve forward flow with the centrifugal pump. Attempts were made to correct the problem according to the computer promptings. Also, attempts were made to remove the centrifugal disposable from the motor drive and reinsert it. During the course of these attempts, backflow in the system was noticed. After observing no change, the md decided to convert to a roller pump. Tubing was then inserted, connected, and primed in the roller boot and forward flow was achieved.